Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted with a large flexnav delivery system and a large navitor loading system. During procedure, the patient experienced trifasicular block. It was reported there was significant calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 4mm. A decision was made to implant a permanent pacemaker. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of trifasicular block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath aortic annular plane in the interventricular septum, the patient had a baseline right bundle branch block, and that the valve was implanted with 4mm depth from the non-coronary cusp, which is deeper than the optimal 3mm depth. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that a combination of the risk factors contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted with a large flexnav delivery system and a large navitor loading system. The patient's baseline rhythm was right bundle branch block. During procedure, there was one resheath attempt but no other reported deployment or retraction difficulties. After the valve was completely deployed, the patient experienced trifasicular block. It was reported there was significant calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 4mm. A decision was made to implant a permanent pacemaker. It was reported there was prolonged hospital stay for monitoring of rhythm. The patient status was reported as stable.